Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. A transmitter ((B)(4)/lot number 5219247) was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing was performed and no failures were detected. The reported event of a loss of connection could not be confirmed with transmitter testing. A root cause could not be determined. (B)(4).